Manufacturer narrative:
Additional information: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -10.0/2.5/87 (sphere/ cylinder/ axis) lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens and similar power. This resolved the problem. Cause of event reported as patient related factor; short acd but long wtw.